Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance of the left ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the left ventricular (lv) lead exhibited high, undefined impedance and possible high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.